Event description:
It was reported to philips the device did not register or pick-up ECG signal during code. We are considering this to be a serious injury as this may have caused a delay in life saving therapy. However, no direct adverse event to the patient or user was reported. Multiple requests were made for additional patient details, however, no information was received. No ECG monitoring strips or case event files were provided to philips for review. A philips repair bench technician evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device did not register or pick-up ECG signal during code. Additional details have been requested. We are considering this to be a serious injury as this may have caused a delay in life saving therapy. However, no direct adverse event to the patient or user was reported.